Manufacturer narrative:
(B)(6) the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor power was too low and the engine performance was too weak. Therefore, the reported condition was confirmed. The assignable root cause was determined to be strain/wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor power was too low and the engine performance was too weak on the compact air drive device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.